Manufacturer narrative:
Attempts to try and retrieve further event information have been sent to customer. As of today, unit has gone through testing and has been found to be working according to npb's specs. Unit has been transfered to service center for further testing. A follow up MDR will be sent to FDA once evaluation is completed.

Event description:
Received information stating patient became unconscious and it was found that they were in co2 narcosis by checking their blood gas. Patient circuit was replaced. At this time, it is unknown if ventilator contributed to event.